Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 5 and 24 hours. According to the patient¿s parent, when removed from the infusion site (abdomen), the pod's cannula was found kinked. It was also noted that the adhesive patch was damp which indicates leaking during wear. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be bent. The bent cannula was seen to have been caused by the tear that was also seen in the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. The exposed portion of the soft cannula was found to have a tear and caused leakage, as fluid was observed exiting the tear. The tear was confirmed to have caused a leak during wear. No other damages or defects were found with the device that would result in the reported event.